Manufacturer narrative:
The initial reported event was received on 2019-02-04. Of note, the reportable infection is normally submitted via a asr report submission that would be due on 2016-04-30. Information was subsequently received on 2019-03-14 and revealed the right ventricular (rv) lead tested out of specification. As there is new information that reasonably suggests the device has or may have caused or contributed to a malfunction/serious injury, this event no longer qualifies for asr reporting and is therefore being submitted as a 30-day report. Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. The implantable pulse generator (ipg) and leads were explanted. Subsequently, the right ventricular (rv) lead tested out of specification during the manufacturer¿s analysis. No further patient complications have been reported as a result of this event.